Event description:
Procedure: lap chole. Reportedly, the anchor would not expand. The surgeon expanded it with a surgical instrument, and then the procedure was completed properly. Subsequently, the anchor would not deflate. The surgeon separated the anchor from the cannula by surgical instrument, and removed it through another trocar.